Event description:
IV pump was alarming, saying the clamp was not closed after trying to push IV zofran through the patient's primary IV tubing and meeting some resistance. Opened clamp to discover the primary tubing had a large liquid bubble in the section of the tubing that claps into the channel of the IV pump. Tubing was changed at this time without any further problems. Manufacturer response for intravenous infusion set, bd alaris pump infusion set (per site reporter). Message left with carefusion customer complaints. Several days later, a representative called back to verify information. Awaiting an email with mailing labels for returned of equipment failure.